Event description:
Then user replaced the right angle hand piece that user were using by the straight hand piece and applied 3 shots on the anterior wall...then user observed a ring of epicardial burn surrounding the laser channel. The technicians made some adjustments in the optics of the machine. New shots were applied on the anterior and lateral wall, every one confirmed, but the same burn ring was observed. The immediate postoperative course was uneventful but on the 20th hour the pt developed an acute severe bleeding through the thoracic tube, followed by hypovolemia and cardiac arrest. The pt was reopened and user disclosed rupture of the lateral left ventrical free wall. Repair was attempted, but not successful.